Event description:
"Broken / torn intraoperatively".

Manufacturer narrative:
On (B)(6) 2024 a patient underwent surgery (implantation). While drilling, the flexible drill shaft broke intraoperatively (ref (B)(4). Further optical investigations were not conducted since the affected product is not available at this moment. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the instructions for use have been checked in terms of content, no errors could be found. These documents do not show any flaws regarding the affected product and describe the correct usage of the instrument. The incident can be regarded as a random failure of a component with regard to the drill shaft. A possible cause for the break of the drill could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. This event was assigned to the error pattern "break of the instrument" with the consequence "extension of the operating time".